Event description:
It was reported that this brady lead was a left bundle branch (lbb) area pacing implant that was not successfully implanted due to unacceptable thresholds even when the lead has been repositioned 3 times. This lead also has helix anomaly. As recommended, a new lead with the same model was implanted. No adverse patient effects were reported.